Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the meter had emitted an error alarm that could not be cleared. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas.if the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/24/2013 with the following findings: a review of the meter¿s history showed a stuck key in the pump¿s history. During testing, the meter emitted a code 1 error immediately upon powering on. The pump and meter could not be paired for further testing as the error could not be cleared. (B)(4).